Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with a concern of sternal wound infection and was started on bactrim and amoxicillin. Computed tomography (CT) scan detected fluid collection around the driveline, and antibiotics were changed to vancomycin, cefepime and flagyl (metronidazole). A driveline culture was positive for corynebacterium. The patient was deemed stable for discharge with IV vancomycin, IV rocephin (ceftriaxone), and oral rocephin (ceftriaxone). The patient was discharged on (B)(6) 2022. Cultures continued to be positive for same bacteria. The patient continued to be on ongoing suppressive antibiotics and daily-twice a day dressing changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia and infection (local, driveline, and pump pocket) as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also lists infection as a potential late postimplant complication. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and infection (local, driveline, and pump pocket) as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a defibrillator shock at home on (B)(6) 2022. Then, the patient was admitted on the same date with amiodarone taper. Electrophysiology procedure (ep) was consulted and IV amiodarone was started then was transitioned to oral. On (B)(6) 2022, sternal wound debridement was performed, partial hardware was removed, and wound vacuum-assisted was placed. On (B)(6) 2022, sternal wound exploration and removal of additional wire were done. Wound vacuum-assisted was reapplied. The patient was discharged with peripherally inserted central catheter (PICC) for IV ceftriaxone on (B)(6) 2022. The patient only felt the shock. There was no compromise to ventricular assist device (vad) flow. The arrhythmia was ventricular tachycardia (vtach), but no treatment was needed. Reportedly, the arrhythmia was thought to be unrelated to the device or therapy. This was thought to be related to electrolyte changes due to antibiotics. ICD was implanted on (B)(6) 2021.